Manufacturer narrative:
Patient 1: the patient demographic of weight was not provided by the customer. Patient 2 is a (B)(6) female born on (B)(6) 1969. The patient demographic of weight was not provided by the customer. Patient 3 is a (B)(6) female born on (B)(6) 1935. The patient demographic of weight was not provided by the customer. Patient 4 is a (B)(6) male born on (B)(6) 1963. The patient demographic of weight was not provided by the customer. Patient 5: patient demographics such as age, date of birth, sex and weight were not provided by the customer. Service was dispatched on (B)(4) 2015. While on site the field service engineer (fse) ran a passing cta (closed tube aliquoter) carryover test. The fse also replaced the wash valve rotor and cleaned the valve due to observed bubbles in the wash pump on the down stroke. The fse then proactively cleaned the wash wheel and replaced the aspirate probes, aspirate tubing and the pipettor probe. The system was verified with high sensitivity (hs) system check a 15 replicate precision run and qc. After the repairs were complete, all verification testing passed within instrument and assay specifications. In conclusion, the cause of the elevated access accutni+3 patient results was an intermittent malfunction of the wash valve rotor leading to insufficient washing of the unbound assay reactants.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for five (5) patients. The elevated access accutni+3 patient samples were repeated on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and lower results, both within and outside of the assays' normal reference ranges, were obtained. All samples were repeated on the laboratory's alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and lower results, both within and outside of the assays' normal reference ranges, were obtained. System parameters of quality control (qc), system check and calibration were recovering within assay and instrument specifications at the time of the event. The patient's samples were collected in either serum or plasma separator tubes. The patient's samples were centrifuged for ten (10) minutes at 3500 rpm (revolutions per minute). The customer noted some samples did appear cloudy, but were re-centrifuged. It is unknown whether re-centrifugation occurred prior to initial or repeat testing. The customer also noted short samples were poured into 0.5 ml cups for repeat testing. It is unknown which samples were short samples. Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.